Event description:
The customer reported to olympus, the visera 4k uhd xenon light source had a lamp error e214 showing. The spare light was blinking while the main light was working. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the spare lamp error e214 was showing, while the main lamp was working, the spare lamp indicator continued blinking and was not working due to defective emergency lamp. There was corrosion on the rear panel and chassis of the equipment. There were scratches on the top cover, chassis, and front panel of the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the spare lamp caused the reported issue. However, a specific cause of the faulty spare lamp was not established at this time. Olympus will continue to monitor field performance for this device.